Event description:
It was reported that the device would not cross the calcified distal lesion. No pre-dilatation was performed. As the stent delivery system (sds) was being removed, the stent became dislodged and remained at the tip of the guiding catheter. A snare was used to retrieve the separated stent and it was safely removed form the pt. Another stent was used to complete the procedure. No pt effects were reported.